Manufacturer narrative:
Correction: refer to d9/h3 the reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications. Please refer to the device label to identify single or multiple use and/or cleaning and re-sterilization release. Always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. The stryker "instructions for cleaning, sterilization, inspection and maintenance" help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition is unknown.

Event description:
The customer reported to frederic vauges (sr) that : "we noticed a clear breakage of one of your screwdrivers. Ref : ref 1806-0203/1, lot kmw351702 (for the screwdriver part) and ref 1806-0203/2, lot kmw350701 (for the part that fits on the screwdriver)."

Event description:
The customer reported to frederic vauges (sr) that : "we noticed a clear breakage of one of your screwdrivers. Ref : ref 1806-0203/1, lot kmw351702 (for the screwdriver part) and ref 1806-0203/2, lot kmw350701 (for the part that fits on the screwdriver)."

Manufacturer narrative:
Please disregard this report. Based on the investigation results and further clarifications from the initial reporter this complaint is about only one self holding screwdriver (consisting of two components / sleeve and blade with handle). One of two complaints was generated in error. Therefore, one complaint has been cancelled and this associated MDR report is considered non-reportable. The MDR final report for this event will be submitted under stryker reference # 0009610622-2021-00238.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported to (B)(4) that : "we noticed a clear breakage of one of your screwdrivers. Ref : ref 1806-0203/1, lot kmw351702 (for the screwdriver part) and ref 1806-0203/2, lot kmw350701 (for the part that fits on the screwdriver)."